Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G.4. Additional 510k: k003553.

Event description:
It is reported, syr 10ml pump compatible saline 10ml, plungers are ¿sticky¿/higher friction, not allowing to infuse medications via the syringe pumps. Additional information: -syringe medication / alaris pump showing "occluded" despite troubleshooting. Medication was made by nurse on the floor- IV gravol and 10ml pre-filled syringe. Pt's nausea would not be addressed and pt would continue to fill discomfort. No harm to the patient.